Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the machines were on critical override. A technical support specialist (tss) dialed into server and found that the xml was stuck, then restarted the service but the issue was not resolved. Then the tss restarted the other two server and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had been in critical override and was not communicating. However, there were no delay or adverse events or injuries reported based on this event.